Manufacturer narrative:
(B)(6) 2019 (B)(6) 2019 philips field service engineer (fse) confirmed the reported touchscreen problem. The fse replaced the touchscreen to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25sep2019.

Event description:
The customer reported a faulty touchscreen. There was no patient involvement.